Event description:
It was reported that the user was off the ilet for an extended period while the pump battery was low and charging, resulting in a high blood glucose of 385 mg/dl; a support agent later assisted the user to complete a supply change and reconnect to the ilet, including priming and resuming delivery, after which glucose trended down to 101 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.